Event description:
Reprise IV post market study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject did not receive any loading doses of any antiplatelet medications. An isleeve introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the 27 mm lotus edge valve involved complete re-sheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of the index procedure, post transcatheter aortic valve replacement (tavr), the subject developed new left bundle branch block. Two (2) days post index procedure, the subject required permanent pacemaker implantation. On an unknown day post index procedure, a new . Four (4) days post index procedure, the subject was discharged on aspirin and clopidogrel. It was further reported that following implant, an ascending aortic angiogram demonstrated excellent placement of the lotus edge valve. On the same day as the index procedure, post valve deployment, electrocardiogram (ECG) prolonged pr interval of 196 ms. Hospitalization was prolonged and a temporary pacing wire was placed and telemetry monitored. Electrophysiology was consulted and an externalized temporary pacemaker was placed with no apparent immediate complications. The temporary pacing wire was removed. The previously reported permanent pacemaker that was implanted was a dual chamber non-bsc permanent pacemaker.after the non-bsc permanent pacemaker was implanted, the temporary pacemaker generator was disconnected from the lead. Two (2) days post index procedure, lab test revealed downtrend in the platelets and the subject was diagnosed with thrombocytopenia. Clopidogrel was withheld at that time and heparin induced thrombocytopenia (hit) was ordered. Four (4) days post index procedure, lab test revealed decreased hemoglobin level >3 g/dl from preop lab results. No action was taken for the event. The subjects hemodynamic stability improved and the subject was medically ready for discharge. Hit was negative and clopidogrel was re-started. The patient outcome was recovering/resolving.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject did not receive any loading doses of any antiplatelet medications. An isleeve introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the 27 mm lotus edge valve involved complete re-sheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of the index procedure, post transcatheter aortic valve replacement (tavr), the subject developed new left bundle branch block. Two (2) days post index procedure, the subject required permanent pacemaker implantation. On an unknown day post index procedure, a new. Four (4) days post index procedure, the subject was discharged on aspirin and clopidogrel.